Event description:
Pt having an ablation in 2009. Bovie pad to bilateral shoulder. Bovie pad located on the mid-back area was identified as leaking gel, pt examined and found a 8x9cm and 3cm deep third degree burn. This was identified when the bovie pad was removed. Patient will have to follow-up with plastic surgeon. Dates of use: 2009. Diagnosis or reason for use: grounding for ablation.